Event description:
It was reported that the system 6800 would not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The hard disk was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into svc.